Event description:
It was reported that during a laparoscopic cholecystectomy, the fiber light cable caused a 1.000 inch x .250 inch burn on the patient's abdomen. The appearance was of a 'bubble' without redness. Antibiotic ointment was applied to the burn.

Manufacturer narrative:
Evaluation summary - 8061.456 - fiberoptic light cable, 4.5mm - lot#: 184o02. The fiberoptic light cable was checked for light output and results were low light output. The adapter on the cable was loose and the ring was discolored. There were visible broken fibers with brownish color. The appearance of the cable shows wear and tear. The cable has been in use for approximately (7) seven years. The cable was returned to the customer, per their request, as is. Cause: unusual, however, we believe the broken end fibers allowed projected light to shine through the rubber insulation and heat up the rubber material.